Manufacturer narrative:
Serial number: (B)(4), software version: 3.8.5, color: blue, battery life remaining: <10 months, customer reports: screw movement, stops delivering insulin you push the plunger down but nothing comes out. Per visual inspection: no physical damage to injection foot or inpen was noted. Unit paired successfully to commercial app. Inpen received with leadscrew fully extended lead screw. Re-wound screw. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: inpen received working as design. No malfunctions noted during testing that could affect insulin delivery. The customer complaint of leadscrew pulling back into inpen while dialing or leadscrew anomalies were noted.

Event description:
Information received by medtronic indicated that the inpen had lead screw anomaly. No harm requiring medical intervention was reported. The product will be returned for analysis.